Event description:
There are too many irregularities inside medtronic in prices, delivery time, miscommunication, health insurance policies, malfunction products, monopoly, and lack of customer service. I am reaching out to FDA to intervene since there is no concrete answer from medtronic. Insulin pump was requested and paid since (B)(6) 2017. Repaid again two weeks ago and no delivery, and it seems that medtronic wants to increase price even though my insurance covers (B)(6). Pump was requested from two different endocrinologist dr. (B)(6) at (B)(6) on july, 2017. Medtronic did not send pump. On december 2017 dr. (B)(6) from (B)(6) again requested pump. However, medtronic did not send it. I have my health insurance with (B)(6) and covers (B)(6) my type 1 diabetes. However, I paid out of pocket (B)(6) monthly because medtronic wanted more and more money. Two weeks ago we paid (B)(6) more and medtronic still did not send us pump. Medtronic wants more money because they have a monopoly. Pump was requested due to my son's high a1c besides that previous 530 g had a malfunction as well as its sensor and we had to wait about a month from medtronic to replace pump that was under warranty. Sensor is not accurate, we cannot download data from minimed website, infusion sets irritate my son's skin...